Event description:
The affiliate reported the customer alleged false positive troponin I (access accutni) results, above the normal reference interval, for eight patients involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient samples recovered lower results within the normal reference range of the assay. The customer defines a false positive result as greater than 0.04 ng/ml and a false negative result as less than or equal to 0.04 ng/ml. The customer has a standard laboratory protocol to retest all initial positive results greater than 0.1 ng/ml. The laboratory protocol dictates to re-centrifuge all patient samples prior to reanalysis. The supplied data from the customer indicates patient samples were not re-centrifuged prior to reanalysis. The customer indicated two erroneous results were released out of the laboratory and questioned by physicians; amended results were issued. One patient was admitted to the hospital for two days for cardiology consultation and additional patient testing due to the erroneous result. The physician stated there were no adverse patient outcomes. This report refers to the patient that was admitted to the hospital. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified hardware performance and performed a failing high sensitivity system check. The fse replaced the instrument peristaltic pump tubing, aspirate probes, wash pump seal, and cleaned the wash valve and the dispense probes. The fse attempted to adjust the instrument luminometer settings but it would not adjust below a maximum voltage of 4.0 volts. The fse replaced the luminometer and adjusted the setting to 3.7 volts with a drift correction factor setting of 1.000. The fse performed a passing high sensitivity system check and verified acceptable instrument hardware performance. The instrument conformed to the manufacturer's published performance specifications. Luminometer. All patient samples were collected on greiner plastic separation tubes (pst) gel tubes centrifuged at 4,000 rpm (revolutions per minute) for five minutes at 20 degrees celsius. The customer indicated that the patient samples produced lower results after the samples were re-centrifuged for an additional two minutes at 4,000 rpm. The recommended centrifugation for pst gel tube is between 1,800 to 2,200 rpm for 10 to 15 minutes. All patient samples are analyzed after aliquotting into nesting cups. The customer indicated qc was within specification at the time of the event. A definitive root cause of the incident is unknown. This medwatch report is related to 2122870-2012-01529.